Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, on the first firing, a 60mm cartridge was used and the firing stopped advancing at about 20mm. After a while, the device was fired again, but there was no reaction. A new cartridge was attached, but the lcd became dark, and another new cartridge was attached again, but the situation was not improved, so the device was stopped using. The procedure was completed with another device. There was no patient injury.